Event description:
It was reported that an assurant cobalt peripheral stent was used to direct stent a lesion with minor calcification located in the iliac of a patient. Resistance was noted advancing the device to and across the lesion. It was reported that the stent dislodged in the common iliac and travelled to the external iliac and eventually to the profunda. An attempt was made to retrieve the stent with a snare, however this was unsuccessful. The patient was sent to surgery where the stent was successfully removed. No other clinical sequelae were reported.

Manufacturer narrative:
Evaluation: results and conclusion: (detachment of a component of the system). (Patient lesion morphology, - presence of calcification and slight resistance felt inside the vessel). (Device or procedural images not provided for review). (B)(4).